Manufacturer narrative:
A partial connector portion of the lead was returned in two pieces measuring 3.0 cm and 2.9 cm. The damage found was sustained during the surgical procedure. The returned portion of the lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had documented noise. The lead was capped and replaced. The patient was discharged. No further information was reported.